Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed. All pertinent information available to abbott diabetes care was initially submitted.

Manufacturer narrative:
This is a final report. The meter has been returned, and an investigation has determined the complaint is not confirmed. All results were within range specifications and no errors were observbed during testing. (B)(4.

Event description:
A customer reported that the test does not start on her adc meter glucose meter after a sample is applied to the test strip. The customer reported the "apply sample screen appears, but upon placing blood, it beeps, then goes blank." The customer reported that on (B)(6) 2012 at 2:30pm she experienced symptoms of "blurry eyes and lightheadedness", and then "fell and banged her head" due to not being able to test. The customer reported experiencing a loss of consciousness. She stated that a "pharmacist put a band-aid on her head", and that she self-presented to a health care facility where she was diagnosed with hyperglycemia, and treated with intravenous fluids and unspecified "medicine for blood sugar". The customer was also given vicodin for "head pain", a medication that had not been previously prescribed. No self-treatment was reported. There is no report of death or permanent impairment associated with this event.